Event description:
It was reported to medtronic neurosurgery that the peritoneal catheter of the shunt dropped off from the anus. According to the report, the pt developed an intracranial infection, and the entire shunt was explanted.

Manufacturer narrative:
The device has not been returned to the MFR. Therefore an eval of the device was not possible. A review of the mfg records showed no anomalies.